Event description:
It was reported that the ilet user experienced hyperglycemia after eating breakfast without triggering a meal announcement, with a reported blood glucose of 246 mg/dl. The user contacted support and was advised not to announce since more than 30 minutes had elapsed so the system¿s correction algorithm could address the elevation. Symptoms included hyperglycemia. Outcomes included no alerts, no alarms, and no need for medical intervention. Investigation included user interview and troubleshooting with education regarding appropriate timing of meal announcements. Investigation of this case revealed user operational error related to a missed meal announcement, with the device and its components functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was use error due to a missed meal announcement.